Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the patient presented to the emergency room with facial swelling. An angioplasty was performed on the left subclavian and innominate veins noted occlusion. The patient had thrombus and was admitted for possible stenting. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.